Event description:
It was reported by service report that the footboard scale display was not working. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: loose connection.